Event description:
It was reported that the patient's lead fractured. As a result the patient had high impedances and lost effective therapy. Surgical intervention was undertaken to explant and replace the lead. Effective therapy was restored postoperatively.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.